Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the ¿instructions for blood glucose testing after resetting the meter was not clearly present¿ in her onetouch ultra2 meter owner¿s booklet. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 after dinner, at approximately 6pm the alleged issue first occurred. The patient reported taking a combination of novolog on a sliding scale before and after meals and lantus, 30 units in the morning and at bedtime. The patient reported on (B)(6) 2013 after dinner, she skipped her usual dose of novolog insulin. The patient reported a couple of hours later, she developed symptoms of ¿hot, sweaty, clammy.¿ the patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca was able to resolved the alleged issue. This complaint is being reported as an adverse event since the patient claims, due to the alleged issue, she was unable to test and developed symptoms suggestive of hypoglycemia.